Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the device setup, the pacemaker radio frequency telemetry was not functioning. The pacemaker was not implanted. The patient was in stable condition throughout.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported investigation conclusion should be corrected to 4315 - cause not established.

Manufacturer narrative:
The reported event of failure to interrogate through rf (radio frequency) telemetry was confirmed. The device was received from the field communicating through inductive telemetry only due to unknown cause. After re-loading the device code normally, the pacer was interrogated under nominal conditions with load through rf telemetry without anomaly. The device was tested under nominal electrical and mechanical settings and results confirmed normal functionality. Battery assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. Despite extensive testing the rf telemetry anomaly could not be duplicated.